Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was exhibiting intermittent pacing therapy during which the patient was experiencing pain. Additionally, there was no capture. An echocardiogram showed what the physician believed to be a perforation in the pericardial space. A revision procedure was performed and the lead was removed from service and replaced. No other adverse patient effects were reported.